Manufacturer narrative:
Integra has completed their internal investigation on 09/15/2015. Results: ((B)(4), lot 107, sr# (B)(4)), ((B)(4), lot 104, sr# (B)(4)) and ((B)(4), lot 081, sr# (B)(4)): complaint was not confirmed - no issues were observed. This device was manufactured on september 30th, 2010 and a review of dhrs containing lot code 107 showed that the following lots passed the required inspection points without variances. There is no service history for this device. This device was manufactured on june 30th of 2010 and a review of dhrs containing lot code 104 showed that the following lots passed the required inspection points without mrrs or variances. Service history: date of service: (B)(4) 2014. This device was manufactured on march 31st of 2008 and a review of dhrs containing lot code 081 showed that this lot passed the required inspection points without mrrs or variances. There is no service history for this device. No manufacturing or design related trend has been identified. Conclusion: in summary three items were inspected for this reported failure believed to be involved in this case the returned (B)(4) and after review we are unable to confirm or duplicate the end users experience. The returned units/items passed all functional testing requirements, however general maintenance is required.

Manufacturer narrative:
To date, the devices (a1059, a2101, a1018) have not been received for eval. The skull pins are not available to be returned for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the third of three reports (same physician, similar device, similar problem, different incident dates). It was reported that at the time the pt was prepped and draped, the head in the skull clamp cocked and slipped according to the doctor. The doctor reached and grabbed for the skull clamp sides while the anesthesiologist reached around and tightened the adaptor and the torque knob. The case was then continued after a brief delay of 10 minutes. Additional info was requested and on (B)(6) 2015, the following was received from the customer: on (B)(6) 2015, a (B)(6) female pt underwent a suboccipital craniectomy, c1 laminectomy. The pt was positioned prone on a wilson frame with her head fixed in the mayfield clamp. No stereotaxy device was used. The product had probably been in use about 40 minutes before the event occurred. The devices were not replaced. The same ones were used to continue the surgery. There was no pt harm noted. Surgery went well.